Manufacturer narrative:
One device was returned for evaluation. The device was visually evaluated and the teeth were not damaged nor were there any notable observation identified. The device was functionally tested and determined to perform as expected. The device was dimensionally evaluated and confirmed to meet the measurement specification. It is suspected that the root cause is attributed to user error through incorrect suture management. As a result information has been added to the training documentation for proper suture management. (B)(4).

Event description:
During research and development limited market release review of the truepass device, it was reported that the customer experienced issues with the use of the device. It was reported that the self capture feature was losing the suture. The procedure was extended about 5 minutes. The surgeon used competitors device to complete the procedure. The procedure was completed with no patient injury reported. The technique was reported to be standard.